Manufacturer narrative:
Device evaluation: device marker band was found to be missing. Based on the event description provided from the facility, this device became caught on a stent strut resulting in removal of the device marker band. Patient and stent condition contributed to the event.

Event description:
Laser tip caught in stent struts during procedure. While withdrawing the laser the radiopaque marker came off. The marker was unable to be retrieved. The case was completed with the tip remaining in the rca.

Manufacturer narrative:
No part of the device was left in the patient. Marker band was removed by physician on day of original procedure.